Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an un-specified procedure, the nc trek balloon catheter was advanced; however, the proximal shaft separated outside the patient anatomy. There was no resistance noted during use. There was no issue noted during removal of the nc trek. The balloon was prepared per the instructions for use, prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.